Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in the incident, it was found that ndc on restock and ndc on issue were enabled. A technical support specialist (tss) confirmed in the cubex app that the ndc number appeared on the item issue screen. The tss explained to the customer that the item was set in the pharmacy system to require an ndc number for issuing. The tss advised the customer to request the pharmacy to disable the ndc number requirement for the item in mql. The customer agreed to request the pharmacy to disable this feature in the item details in mql. The system functioned as intended after the tss investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, ndc code required to issue ceftriaxone inj 1gm. The ndc number field was mandatory to fill in when issuing the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.